Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the synchroseal instrument jaws could not be opened while they were grasping the patient¿s tissue. The customer pushed the ¿lever¿, but the ¿lever¿ was broken. It was further reported that error code 307 occurred during the issue. The customer received phone assistance from the technical service engineer (tse). Tse advised the customer to use the grip release to remove the tissue. No further information was provided as to how the tissue was released and the instrument removed. Use of the instrument was discontinued. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed. The instrument was found to have the grey grip lever missing. The missing lever was not returned with the instrument. No errors were found in the logs. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument sealed properly.

Event description:
Refer to h10/h11 for follow-up information.